Event description:
It was reported that the end cap of the bd intima ii IV catheter prn adapter was broken and allowed fluid to seep out during the infusion. The following information was provided by the initial reporter, translated from (B)(6): "at about 15:00 on (B)(6) 2022, the patient was treated with infusion therapy in accordance with the doctor's advice, and blood was returned by indwelling venous indwelling needle for smooth infusion. At about 17:00, the patient complained of fluid seepage at the indwelling needle connector. Examination found that the white lid of the y-shaped interface of the indwelling needle was broken and a small amount of fluid was found to be extravascular. The joint was disinfected, and a new heparin cap was replaced. No liquid extravasation was found after replacement, and no liquid extravasation was found after re-examination at 18:00."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.